Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 7 of 8 mdrs filed for the same event (reference 1825034-2014-08967 / 08974).

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2010. Subsequently, patient has undergone multiple revision procedures due to infection. Patient was revised on (B)(6) 2010 where the tibial bearing and locking bar were removed. Patient underwent a second revision procedure on (B)(6) 2010. All components were removed and replaced with cement spacer molds. It was further reported patient was reimplanted on (B)(6) 2010. Patient underwent a fourth revision procedure (B)(6) 2010. The tibial bearing and locking bar were removed and replaced. Patient underwent a fifth revision procedure on (B)(6) 2013 where all components were removed and replaced. It was further reported patient underwent revision procedures on (B)(6) 2014. The tibial bearing and locking bar were removed and replaced during both procedures.